Manufacturer narrative:
Date of event - estimated. The unique device identifier (UDI) is unknown because the part and lot numbers were not provided. The product was not returned to abbott vascular for analysis. A review of the electronic lot history record (elhr), corrective action tracking system for the web (catsweb) database review and similar incident query for this product was not performed since the part and lot numbers were not reported and the devices were not returned for analysis. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The other adverse patient effects noted in the report are filed under different MFR report numbers. Post-market clinical follow-up evaluation report coronary dilatation catheters.

Event description:
Title: post market clinical follow-up evaluation report nitinol, polymer, and stainless steel guide wires. It was reported that the post market clinical follow-up evaluation was performed to collect and evaluate clinical data in real-world clinical settings to confirm safety and performance on the use of the following guide wires: ht advance/advance lite, ht balance, ht balance heavy weight (bhw), ht balance middle weight (bmw), ht bmw elite/elite ii, ht bmw universal, ht bmw universal ii, ht cross-it xt, ht pilot, ht progress, ht versaturn, and ht whisper. The procedures were performed between (B)(6) 2011 through (B)(6) 2020. For the ht bmw universal ii, the adverse patient effects include occlusion, and the device issues include failure to cross. Details are listed in the post-market clinical follow-up evaluation report.